Event description:
Patient reported they had got a really bad stinging bolt going through their body, cause unknown. Patient later reported the stinging was due to an allergic reaction to the medical glue used to enclose the incision. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).